Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation and kink were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a failed attempt to cross, the proximal shaft of the 4.0x15mm nc trek separated. It was noted that the shaft may have been bent a number of times in the same place. The device is in two pieces. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.